Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was replaced with another one at the customer site. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's software was upgraded to address the issue. Additional findings not related to the malfunction/issue was dirt on the flow sensor. The flow sensor was replaced on the device. After upgrading the software and replacing the part, a final and run-in tests were performed, along with the battery and valve checks on the device. The device was found operational, and it was cleaned.